Event description:
It was reported that the catheter was used off-label and the patient experienced complete heart block. During a pulse field ablation (pfa) procedure to treat atypical flutter a farawave catheter was used. Use of the catheter to treat atypical flutter constituted off-label use of the catheter, as it is indicated to treat paroxysmal atrial fibrillation (paf) per the instructions for use (IFU). In addition to on-label pulmonary vein isolation (pvi) the catheter was also used to perform a posterior wall isolation (pwi) and anterior seatbelt mitral isthmus (mi) line ablation, which are also off-label per the IFU. A decision was made to perform another off-label ablation with the farawave catheter, a cavotricuspid isthmus (cti) line, and upon performing the first lesion the patient went into complete heart block. 2mg of isoprenaline were administered, but after waiting five minutes with no changes the procedure was cancelled. The patient was admitted to the hospital overnight for monitoring but is expected to fully recover. The device is not expected to be returned for analysis due to disposal.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. Good faith efforts to obtain the information are in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received.